Manufacturer narrative:
Correction: initial MDR submitted with incorrect PMA # p030009 referenced instead of PMA # p110013. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Combination product not selected in initial MDR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal name: journal of cardiovascular medicine authors: milosz jaguszewskia,_, jelena-rima ghadria,_, burkhardt seifertb, thierry hiestanda, paola herreraa, oliver gaemperlia, ulf landmessera, willibald maiera, brahmajee k. Nallamothuc, stephan windeckerd, thomas f. Lu¨ schera and christian templina. Title of article: drug-eluting stents vs. Bare metal stents in patients with cardiogenic shock: a comparison by propensity score analysis. Literature reference: doi:10.2459/(B)(4) year: 2015 issue #:16. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported from journal article. The authors sought to assess the performance of drug-eluting stents (des) compared with bare metal stents (bms) among patients with cardiogenic shock undergoing percutaneous coronary intervention (pci). 203 patients were included in the final analysis. Des included zotarolimus-eluting stents. Bms included skylor and driver stents. Culprit lesions were located in the left main, lad, lcx, rca and bypass vessels. Patient outcomes included death, myocardial infarction, any repeat revascularization and stroke.